Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received states that patient still has some pocket discomfort. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) had migration issue due to the patient having an unrelated gastric bypass surgery and weight loss. Patient experienced irritation because of the device migration. Intervention was not performed due to the patient wanting to reach their ideal weight loss goal first, resulting in further device migration issues. Infection and other issues were ruled out post cat scan being completed. Physician recommended performing a ipg reposition procedure which is anticipated in the near future. No further information is available.

Event description:
New information received states that the implantable pulse generator was relocated on (B)(6) 2019. Patient had lost around one hundred pounds. There were no complications during the procedure. Patient was stable.